Event description:
The patient had a therapy device implanted twice, and it malfunctioned both times sending shocks through her body every five seconds. She did not get relief from it. She is an enterra explant patient who posted on one of the gastroparesis facebook groups. Someone from enterra private messaged her and encouraged her to reach out. She had a very poor experience with the device. Her first implanted device was malfunctioning it seems, and she had a second one placed. After the second device was placed, she was getting shocked every cycle and not getting any therapeutic relief. Ultimately, she had to have the device removed. Her initial implant was done at musc and she was treated very poorly by the provider and staff there according to her. Her follow up device was placed by another surgeon in (B)(6) with whom the experience was better. Unfortunately, the device was shocking her and ultimately, she had it removed. Patient had two series of implants/explants, and experienced shocking with the 2nd implant. Patient does not currently have an enterra device implanted. No further actions to be taken.